Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Pusher wire, introducer sheath and main coil were returned for this complaint. The main coil and pusher wire were not interlocked within introducer sheath. The pusher wire was inspected, and it was found kinked, also the interlocking arm was detached. The main coil was found kinked and severely stretched, also the interlocking arm was detached. No more damages were found. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached. Microscopic inspection of the main coil was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil was stuck inside the catheter. The target lesion area was located in the maxillofacial artery. A 22mm x 60cm interlock was selected for use. During the procedure, it was noted that the coil got stuck inside a 2.4 fr catheter. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.